Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with more than 200 units of insulin during the load sequence. The customer¿s blood glucose level exceeded 500 mg/dl, with a value displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump. Although attempts to resolve the issue by reloading the same cartridge were unsuccessful, customer support guided the caller through filling and loading a new cartridge onto the pump with proper technique, with approval for an overnight cartridge replacement.